Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown; product type software; product ID hh9020tdd; serial #(B)(6); product ID: tm90t0; serial #(B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient's representative reported that they are on their 2nd handset and they are experiencing a lot of problems with the handset again lagging at 90%. The agent reviewed data lag at 90% and walked the caller though deleting data. The caller was able to connect to the pump with no lag. The caller stated the patient was having to wait a very long time, so long that she would fall asleep waiting for it to update. The agent had the caller toggle off mobile data and the caller was able to resync to the pump with no lag. The caller wanted to confirm lockouts per ptm bolus duration: 2 min lockout: 1h 30 min dri: 16/24hour bolus/14x day. The caller stated about 6 months ago, or longer the physician changed the bolus from 16 to 14 because the patient was not using all 16 boluses. While on the call caller mentioned they go to the physician next month. The caller would call back if he needs additional assistance. Additional information was provided from a patient representative (con) stated that the patient misplaced their handset, but they still have the previous handset so inquired how to pair it with the current communicator. The rep requested how to clear data on the handset. The agent reviewed information again. The patient was able to find the other handset but will continue to use the handset they ensured was paired during today's call. Additional information was provided from a patient representative (con) indicated that they would like to review the steps for clearing the data again. The agent walked caller through this. They saw a message to restart the application. The agent walked the rep through powering off/on the handset, resetting the communicator and they were able to connect with no issues. The agent reviewed best practice to always close application and power handset off completely between use.